Event description:
The physician used sasuke for om1 access from the circumflex. While trapping out the dual lumen catheter, the distal portion of the sasuke catheter snapped inside of the guide catheter. This was not clear until the physician advanced a balloon through the guide catheter and into the circumflex, which caused the broken-off piece of the sasuke to fall into the circumflex. There were no adverse events from the piece of the sasuke catheter. The patient was fine and the case proceeded as normal. The broken-off piece of the sasuke was retrieved using two different wires and twisting them until they trapped the piece and it was able to be pulled into the guide catheter and trapped out.